Event description:
It was reported that the display presents as a black screen and the overheating light is on when powering up. There was no patient involved.

Manufacturer narrative:
The device intended to be used in treatment was returned for evaluation. Establishing a relationship between the reported event. Visual inspection confirmed no defects, functional evaluation confirmed a blank screen and error on the led, the root cause has been identified as circuit board failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.